Event description:
It was reported via repair work order that the zoom would not stay activated due to damaged zoom handle, malfunctioned batteries and malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.